Manufacturer narrative:
Citation: burri et al. Surgical cutdown avoids vascular complications in transcatheter aortic valve replacement in calcified and small femoral arteries. Thorac cardiovasc surg. 2021 mar 24. Doi: 10.1055/s-0041-1725202. Earliest date of publish used for date of event. Medtronic products referenced: evolut r, evolut pro, enveo delivery catheter system (dcs). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes following surgical vascular access cutdown for third generation transcatheter aortic valve implantation (tavi). All data were collected retrospectively from a single center between march 2014 and april 2019. The study population included 944 patients (predominantly male, mean age 80 years, 75 kg), 499 of which were implanted with a medtronic evolut r (n = 457) or evolut pro (n = 42) bioprosthetic valve with use of the enveo delivery catheter system (dcs). No unique device identifier numbers were provided for the valves or dcs. Among all patients, intrahospital mortality was 1.0% the total cohort. The circumstances of the deaths were not disclosed, and no correlation was made between medtronic product and the deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included various access-site vascular complications such as: hematoma, false aneurysm, vessel dissection, vessel stenosis, vessel occlusion, and surgical wound infection. Many of these clinical observations required intervention in the form of vascular surgery or percutaneous transluminal angioplasty. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.